Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad issue with damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: investigators were unable to duplicate the complaint about the keypad. Visual examination revealed that the keypad cover was intact with no evidence of peeling or damage. All keys were responsive to user input. The keypad cover wass removed; there was no evidence of contamination on the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.